Event description:
It was reported, the ipg has shifted in the subcutaneous pocket causing discomfort and difficulty charging. The patient has recently gained weight. The pain is reported as traveling down the left leg to the knee. The pain improves when the ipg is pushed and flattened in the pocket. The patient has effective coverage. The patient will be seen for reprogramming at a future date.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.